Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that scope communication error b30 occurred due to printed-circuit board failure. The cause of printed-circuit board failure could not be identified.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(4) 2021, it was found that scope communication error b30 occurred due to printed-circuit board failure. There was no report of patient injury associated with the event.